Manufacturer narrative:
Treadmill testing was performed in mid (B)(6) 2018 with therapy programmed on. With the patient's heart rate at 160 bpm, excellent sensing and no t-wave oversensing was observed.

Manufacturer narrative:
A review of episode#009 showed that the post shock impedance was 55 ohms. Electrogram noise annotated markers was identified followed by t-wave oversensing resulting in delivery of an inappropriate shock. The electrogram noise occurred approximately 50 seconds prior to shock delivery and may correlate when the patient was biking up a hill and was standing up on the bike pedals. The technical service¿s consultant suggests that the shock therapy zone be increased to 250 bpm. Additionally, stored data could be analyzed to determine to a conditional shock rate zone cutoff. The physician has requested a conference call to discuss why this patient continually has issues with inappropriate shocks. A conference call was held and a system engineer recommended that the device be reprogrammed to a single zone device at 250 bpm with a change to the sense vector to secondary based on modeling. The patient¿s t-waves changes with elevated rates and are less effectively filtered out with smartpass. Smartpass does help with t-wave oversensing, but there is still some oversensing depending on the rate cutoffs. The system engineer recommended that the rate cutoff should be reprogrammed to 250 bpm which keeps the refractory period at 200 msec. Until the shock zone. The vf episodes were also model with the device at a single zone of 250 bpm and the detection was still successful. The patient is currently requesting therapy off. The physician suggested beta blockers but the patient is currently not interested in medication. Boston scientific received information that the pocket revision had been undertaken on (B)(6) 2017. The patient had a large amount of loose skin around the abdomen, including the pocket site. The patient underwent plastic surgery to remove excess skin and the device was tied down in a position that supported effective defibrillation therapy. The patient will be scheduled for an in-clinic visit with the physician to discuss the findings.

Event description:
Boston scientific received information in mid-(B)(4) 2017 that this local representative sent an e-mail to boston scientific¿s technical services (ts). The local representative reported that this s-ICD system was exhibiting slight t-wave oversensing and asked if the ts consultant had any suggestions. Ts commented that if this is a rate dependent morphology change, the local representative could consider collecting a template during this rhythm. Otherwise other sense vectors could be tested to determine if the other vectors performed more optimally. Boston scientific received information from the local representative that this patient was seen in-clinic for a system assessment. No reprogramming changes were made. The physician may elect to perform a pocket revision sometime in the future. Boston scientific received information that this patient was admitted into the emergency room (ER) following delivery of inappropriate shocks. The technical service¿s consultant was informed that this patient has a device history of inappropriate shock due to t-wave oversensing. Additionally, the patient¿s medical history was significant for a subsequent pocket revision procedure with successful defibrillation threshold testing. At the time of the (B)(6) 2017 two inappropriate shocks, the patient was riding a bike. Upon interrogation, there appears to be electrogram noise and t-wave oversensing. Following delivery of the first shock, the patient developed a ventricular tachycardia (vt) that was successfully terminated following delivery of the second shock therapy. It was noted that this patient had lost 100 pounds and the device was able to be flipped over in the pocket. Extra skin had been removed now by a plastic surgeon.

Manufacturer narrative:
Boston scientific received information from the rhythm regional sales manager in (B)(6) 2018 who confirmed that the device was programmed with a single zone at 250 bpm. The device's sense vector was programmed to secondary and smartpass was on. Treadmill testing will be performed as soon as this test is approved by the patient's insurance company. Patient has agreed to a low dose of beta blocker medication. The patient is planning to purchase an external device that will monitor the patient's heart rate while exercising. Two previous treadmill tests had been performed with therapy programmed off and full sensing not evaluated.